Event description:
It was reported that the patient is scheduled for an elective pump exchange on (B)(6) 2019. The patient remains on an ungrounded patient cable until the exchange.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient's pump exchanged was rescheduled for (B)(6) 2019. Patient underwent pump exchange on (B)(6) 2019. No further information provided.

Manufacturer narrative:
Event: correction was made to the reported pump exchange date, as the pump exchange was rescheduled for a later date.

Manufacturer narrative:
Approximate age of the device - 1 year and 2 months. The pump remains in use supporting the patient; however, the external portion/distal end of the driveline that was replaced was received for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The vad coordinator reported that a percutaneous lead (driveline) short-to-shield condition was suspected on (B)(6) 2019. The patient would be admitted the following day and x-ray images of the driveline would be taken. A log file submitted to the manufacturer's technical services for analysis confirmed pump stoppage events which occurred while the lvad system was connected to the power module. On (B)(6) 2019, the manufacturer's technical services representatives performed an external percutaneous lead replacement. The alarms reoccurred when the patient tried get up from the bed after the repair while connected the power module with regular grounded patient cable. This appeared to indicate a potential driveline internal short. The patient will use an ungrounded patient cable while further action is considered. There was no adverse impact to the patient due to this event. No further information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: evaluation of the returned portions of the driveline confirmed internal wire damage that would have contributed to the low speed and pump stop events captured in the submitted log file. The device was returned assembled with the driveline (dl) severed approximately 10¿ from the pump housing and the distal portion of the dl was returned in one section measuring approximately 31¿ in length. A repair site was observed from a previous distal-end repair on the 31¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the device, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor, and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end dl repair had been performed on (B)(6) 2019 and the replaced portion of the dl was returned in one segment measuring approximately 17¿. Electrical continuity testing of the returned dl was conducted and all wires were found to be electrically intact. Visual examination of the underlying wires revealed no evidence of damage or wear to their insulation. Additional hi-pot testing of this dl segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. Both the pump-end segment and the distal portion of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. Visual examination of the pump-end dl segment revealed breaches to the orange, red, black, and brown wires approximately 7¿-7.5¿ from the pump housing. All observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining driveline sections revealed no obvious breaches to the wires. Hi-pot testing of the returned dl segments did not reveal any additional areas of current leakage. If the exposed conductors of the orange, red, brown, or black wires contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the alarms and pump stops captured in the log files. These events could have also occurred from a phase-to-phase short if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit (mpu) or battery power. No further information was provided. The patient remains ongoing on the replacement device. The manufacturer is closing the file on this event.